Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Device passed the functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked case at the display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
It was reported that the insulin pump was returned for unknown reasons and has been analyzed.